Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and high blood glucose on unknown date with blood glucose of unknown. Customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 99 mg/dl. Customer¿s different blood glucose level was 70 mg/dl to 90 mg/dl, below 90 mg/dl, down to 40 mg/dl and 50 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with food, glucose tablets,candy bar or juice. Customer was using auto mode. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer stated that they performed displacement test and the displacement test passed. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.